Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1256 mg/dl, unconsciousness, a "bump on the head", difficulty focusing their eyes, and weakness; cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 9 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.